Event description:
It was reported that in preparation for pulse field ablation (pfa) procedure a farawave catheter 31mm was selected for use, farawave was prepped normally on the table, flushed both ports, inserted rosen wire, and adjusted petals. Crack in flush port was noticed when moving farawave to the bed. Failure mode fluid leak. Catheter was immediately discarded and a new product was pulled. No patient complications were reported. Device expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.